Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the etco2 was not working when connected to a patient; the waveform was not displaying on the screen. There was no reported adverse patient impact.

Manufacturer narrative:
The customer declined repair and the device was returned to the customer unrepaired.